Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: disconnection in cable unit and water tightness is lost. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer allegation the cause was due to disconnection in cable unit, the endoscopic image cannot be displayed. Related to the new reportable findings and based on the results of the investigation a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device stopped displaying an image during the procedure. The procedure was completed using an olympus back-up device. There were no reports of patient harm.